Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was explanted and replaced to address the issue

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish a connection with the ipg. Troubleshooting was unable to resolve the issue. The patient stated the ipg was not placed in to surgery mode prior to the procedure. As a result, surgical intervention maybe undertaken at a later date to address the issue.